Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and an open pouch seal issue occurred. It was reported by the biosense webster inc. (Bwi) that upon receipt of the vizigo¿ sheath, the packaging has been ripped and the sheath is visible through the tearing that has happened to the sterile packaging. The sterile packaging was also punctured. There was no visible damage to the sheath. The device was not used on the patient. A replacement has been requested. No adverse patient consequence was reported. The device evaluation was completed on 25-jul-2023. The device was returned to biosense webster (bwi) for evaluation. A visual inspection evaluation of the returned device was performed following bwi procedures. Visual analysis revealed that the plastic of the pouch was found ripped compromising the proper sterilization of the device. All units are inspected prior to leaving the facility as there are functional tests and inspections at control points based on the process flow diagram (pfd) per its part number to avoid this type of damage from leaving the facility. A device history record was performed for the finished device 00002308 number, and no internal actions related to the complaint was found during the review. Additionally, the manufactured date has been provided. Therefore, field h4. Device manufacture date has been populated. The failure observed on the plastic of the pouch could be related to the handling of the packaging during the opening; therefore, the customer complaint was confirmed. It should be noted that product failure is multifactorial. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi¿s quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and an open pouch seal issue occurred. It was reported by the biosense webster inc. (Bwi) that upon receipt of the vizigo¿ sheath, the packaging has been ripped and the sheath is visible through the tearing that has happened to the sterile packaging. The sterile packaging was also punctured. There was no visible damage to the sheath. The device was not used on the patient. A replacement has been requested. No adverse patient consequence was reported. The package damage issue is not MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. The open pouch seal issue is MDR reportable.

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4)